Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The cause of the motor stall was not determined, there was no know external cause. No action was planned as the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (concentration: 2000 mcg, dose rate: 180 mcg) via an implantable pump. It was reported that the physician had performed a refill of the pump yesterday ((B)(6) 2021). The patient heard a critical pump alarm the morning of (B)(6) 2021; 7 hours 53 minutes. The patient came back to the healthcare provider. After interrogation, the physician had seen the that the motor restarted this morning ((B)(6) 2021); 9 hours, 14 minutes. The physician interrogated the pump at 11 hours and there was no pump alarm. No intervention was noted. No surgical intervention occurred, and no surgical intervention was planned. The issue was indicated as not resolved. Any environmental or external factors contributed the motor s stop was indicated. The pump remained implanted and in-service. The patient was without injury regarding their status as of (B)(6) 2021. The patient's gender was unknown. The patient's age and weight at the time of the event was unknown. The patient's medical history would not be provided.